Manufacturer narrative:
On 10/16/2020, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where hemostatic valve leakage occurred. It was noticed that a small amount of liquid was dipping out. This was noticed after the case, during the waiting time, before pulling out the catheter and the carto vizigo¿ 8.5f bi-directional guiding sheath - large. There were no patient consequences. Device evaluation details: the device was visually inspected and it was found in good condition. In addition, the catheter was irrigating correctly. No malfunctions were observed during the product analysis. A device history record was performed and no internal action related to the complaint was found during the review. The customer complaint cannot be confirmed. The catheter passed specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where hemostatic valve leakage occurred. It was noticed that a small amount of liquid was dipping out. This was noticed after the case, during the waiting time, before pulling out the catheter and the carto vizigo¿ 8.5f bi-directional guiding sheath - large. There were no patient consequences. The valve was leaking, there was no defect visible. The hemostasis valve (gasket) did not break into two or more separate pieces nor detached from the sheath. No air entered the patient¿s body. No percutaneous or surgical removal was required.